Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were completely depleted on the perfusion system. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) was told by the customer, that they unplugged the base and were moving it to another room and the unit turned off. They were not sure of the charging history for the past few days. The fsr sent data logs to the manufacturer technical support for further evaluation. Per the ccp, the power light emitting diode (led) light was yellow/amber on the front panel of the system. The system was running on battery for five minutes. The ccp also stated they have never discharged the batteries. The fsr replaced the power manager board and batteries. The fsr completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.